Event description:
The physician successfully implanted an integrity stent in a patient in an emergency procedure. The product was used one day beyond its use by date. No clinical sequelae were reported.

Manufacturer narrative:
(B)(6): evaluation, results: failure to follow instructions (IFU instructs the user to use the product before its ubd). (B)(4).